Event description:
It was reported that a spectrum pump alarmed air in line during upstream occlusion test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'reoccurring false air in line alarm during upstream occlusion test' was not reproduced. A review of the event history log revealed air-in-line messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Upstream occlusions may result in tubing pulling away from the upstream sensors due to distal negative pressure. This can introduce an air cavity into the sensing area. The air threshold may be reached before the pressure threshold. The pump functioned as intended by alerting the user to an alarm condition. It is unlikely this issue would cause or contribute to a potential death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.